Manufacturer narrative:
Us reporting agent notified: (B)(4) 2014. Complaint description: manufacturing process defect and material integrity issue. The suture package contained two needles, instead of one as required (only one of the needles was attached to suture). Samples received: 1 open pouch. No additional information was provided as of the date of this report.

Event description:
Country of complaint: (B)(6). Complaint description: manufacturing process defect and material integrity issue. The suture package contained two needles, instead of one as required (only one of the needles was attached to suture).